Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 568 mg/dl. Customer was dehydrated and vomiting. The insulin pump alarmed no delivery. Hospital treated with fluids and IV drips. Nothing further reported.